Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice (hc) machine. This event occurred during drain three of three of peritoneal dialysis therapy, while the patient was connected. During troubleshooting, it was found that the patient had improperly disconnected from the setup prior to the alarm, returned to an alarming hc machine, and reconnected. The technical services representative explained the alarm to the patient and assisted them in clearing it. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient improperly disconnecting from the cassette was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.